Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose device scan results compared to unspecified glucose reading obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. The customer experienced loss of consciousness, heavy sweating, light headiness and heart palpations. The customer was unable to self-treat and was initially provided with an unspecified treatment from a non-healthcare professional (non-hcp). An ambulance was subsequently called an upon arriving, an electrocardiogram (EKG), blood pressure, and heart beat tests were performed. The customer was transported to the hospital where glucose and intravenous (IV) heparin were administered. The customer was also prescribed "allopurinol, adervison, vitamin d, intialal flagmum, fairsotate, fresomine, and medforman. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose device scan results compared to unspecified glucose reading obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. The customer experienced loss of consciousness, heavy sweating, light headiness and heart palpations. The customer was unable to self-treat and was initially provided with an unspecified treatment from a non-healthcare professional (non-hcp). An ambulance was subsequently called an upon arriving, an electrocardiogram (EKG), blood pressure, and heart beat tests were performed. The customer was transported to the hospital where glucose and intravenous (IV) heparin were administered. The customer was also prescribed "allopurinol, adervison, vitamin d, intialal flagmum, fairsotate, fresomine, and medforman. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. A watermark was observed at the base of the sensor tail, indicating sensor being properly inserted. The sensor was de-cased, and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. The smu test, along with the poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.